Manufacturer narrative:
(B)(4). Foreign source : japan. Customer has returned the product to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a routine medical checkup after initial surgery of an arthroscopic rotator cuff repair, patient reported pain at operated site. An MRI was preformed and reported anchor was about to come out from the implantation site and revision was performed approximately 3 months after initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 visual inspection confirms that only the anchor was returned for evaluation. There is a large gouge in the top fin of the anchor. There are also several smaller nicks on the opposite fins. There is bio-debris inside of the anchor. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.